Event description:
It was reported that a pt underwent a sling procedure on an unk date. The pt experienced post-operative infection and underwent a revision to remove mesh which breached through the vaginal wall. The pt now has pain during intercourse, constant bleeding, and bacterial infections from an open un-healing wound in the vagina.

Manufacturer narrative:
Non-healing wound - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.